Event description:
It was reported that a symptomatic patient presented to the clinic with systemic infection. Tee revealed vegetations attached to the lead. Prior to presentation, the lead pace/ sense portion was replaced due to poor sensing and capture threshold. Both normally functioning leads were explanted. No further information can be obtained at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.